Event description:
Revision surgery - the surgeon had to reposition the baseplate due to dislocation. He removed the original reverse shoulder prosthesis implants and replaced them with reverse shoulder prosthesis implants.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 35 days of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.